Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. While in house for a gi bleed, the patient experienced intermittent lightheadedness. The patient¿s log file from the time of the event contained approximately 17 days of data, spanning from (B)(6) 2019 22:48 to (B)(6) 2019 13:34, which captured normal pump operating parameters until (B)(6) 2019 at 09:21 when a transient elevation in pump power and flow was captured. Throughout the log file, pump power ranged from 5.6 watts to the transient elevation of 7.5 watts, while pump flow ranged from 5.2 lpm to the elevation as high as 9.0 lpm. Avg. Pi ranged from 2.9-6.6, respectively. A specific cause for the changes in pump parameters cannot be conclusively determined. Bleeding and cardiac arrhythmia are listed in the hm2 IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was in house for a gi bleed. There was no source of bleeding confirmed after the upper gi workup and egd. The bleeding was inferred to be from diverticulosis or the patient's hemorrhoids. The patient's hematocrit is stable and is being placed on a high fiber diet. No additional information was reported. Patient is also experiencing ventricular tachycardia likely due to his copd.